Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right atrial (ra) lead exhibited noise, meanwhile the patient's right ventricular (rv) lead exhibited poor sensing and high capture threshold. Both the rv and ra leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of unacceptable threshold and sensing anomaly were not confirmed. As received, a complete lead was returned in three pieces. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductors consistent with procedural damage to the inner insulation. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.